Manufacturer narrative:
Insulin pump received with normal operating currents and passed all functional testing including the unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests however, insulin pump received with missing segments due to cracked lcd zebra connector. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported that the insulin pump screen had missing segments. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.